Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A nurse reported a dialyzer blood leak associated with a hemodialysis (hd) treatment. There was blood coming out from cap threads dripping down dialyzer. In a follow up, the nurse said the leak occurred during the hemodialysis (hd) treatment as soon as blood hit the dialyzer. The leak was described as leaking outside of the dialyzer and dripping onto equipment. Blood tests strips were not used. The fresenius 2008t dialysis machine was used. There was no alarm. Fresenius bloodlines were being used. There was no damage noted on the dialyzer. There was patient blood loss of 15-20ml. There was no patient injury, adverse event or medical intervention reported. The blood pump stopped and lines were disconnected from patient and the machine was restrung. The patient finished treatment on the same machine with new supplies. The device is available to be returned to the manufacturer for evaluation.